Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called and mentioned the customer had surgery and was trying to calibrate the insulin pump. It was reported that the customer's blood glucose was 518 mg/dl. Troubleshooting was performed. Nothing is returning.